Event description:
As reported by the edwards field clinical specialist, post deployment of a 23mm sapien valve there was severe central aortic insufficiency (cai) and paravalvular leak (pvl). A second sapien valve was subsequently implanted within the first, which resolved the cai and reduced the pvl to mild-moderate. Case summary: the sapien valve was positioned within the native aortic annulus. Ventilation was held and rapid ventricular pacing (rvp) was initiated. Upon deployment of the valve significant cranial movement was noted. Post deployment the valve was positioned approximately 70:30 aortic. Significant cai and pvl were noted on tee. A post-dilatation was performed with an additional 1cc added to the delivery system. The delivery balloon was placed with the majority of the balloon in the left ventricle and the top marker aligned with the proximal valve stent edge. The balloon ruptured three seconds into the inflation. Tee noted that the pvl had improved but the cai was still moderate. A second sapien valve was then deployed approximately 3mm below the first valve. Tee confirmed there was no cai but 1-2+ pvl remained with one jet at the left coronary cusp. The delivery system was removed, the groin was percutaneously closed, and the patient was taken to the recovery room. The native annular diameter was 22.7 on tee, 27x17 (area 340) by CT, with effaced sinuses of valsalva. The native aortic valve and root were severely calcified. There was moderate mitral annular calcification (mac) and mild ventricular septal hypertrophy. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Per report, there was a lot of balloon movement during deployment, even though rvp and a very nice response with pressure less than 40mmhg and virtually no pulse width.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause for the aortic movement of the valve during deployment cannot be confirmed; however, it is possible that the extremely oval, severely calcified native annulus contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.